Event description:
On (B)(6) 2012, the lay user/ patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch ultralink meter would not power on. The complaint was classified based on the information obtained by the medical surveillance specialist (mss) during a follow up call on (B)(6) 2012. The reporter stated that the alleged issue began on (B)(6) 2012 at 2 p.m. The reporter said that the patient manages her diabetes with novolog insulin pump therapy (unknown basal rate) and denied that she made any changes in her normal diabetes management due to the alleged issue. The reporter claimed that because they were unable to test her daughter's blood glucose they were not able to administer the correct dosage of insulin. The reporter told the mss that her daughter developed symptoms of "frequent urination and thirst," which she associated with high blood glucose an hour after the alleged issue began. The reporter informed the mss that they were able to purchase a backup meter a couple of hours after the onset of symptoms, test her daughter blood glucose (unknown result) and administer a bolus dose of insulin (unknown dose). The reporter said that her daughter's symptoms abated within 30 minutes of the insulin bolus being administered. The reporter stated that she tests her daughter's blood glucose 10 times a day and that her normal results are between 120-350 mg/dl. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter did not need new batteries and that there had been no misuse to the subject device. The cca also documented that the patient was unable to turn the subject meter on manually or with a test strip, despite using the correct/unexpired test strips. The alleged power issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of not being able to test her blood glucose due to the alleged power issue.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the lay user/patient's product(s) has been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.